Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient developed a pseudoaneurysm that required thrombin injection. The angio-seal device deployment was uneventful. The patient had some calcifications on the posterior wall. Additional information was received on 23jun2020. This was a right femoral artery puncture. There was pain at the puncture site. The patient was hospitalized due to event, but no extended hospitalization. Ultrasound was used with compression to treat pseudoaneurysm. The patient was in stable condition. A 9fr. Sheath was inserted into the puncture site and then closed with an 8fr. Angio-seal. Previously performed without issues. The puncture was clear/easy.